Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar cautery instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar cautery instrument had damaged tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was damaged/broken. The instrument was inspected prior to use. No surgical task was being performed when the issue occurred and the instrument was not used on the patient. The instrument has been sent to return material authorization (RMA). Patient demographics were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.95mm x 0.36mm in size. Abrasions were also observed on the tube adapter. Additional common causes include improper installation or removal of the tip accessory. Additional observations not reported by site: due to the broken tube adapter, a detached fragment was observed that was not returned with the instrument. The instrument was found to have a cracked tube adapter. The instrument was found to have a bent electrical contact. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.